Event description:
Customer reportedly received result of hi on the advantage system and 110 mg/dl on a professional's meter within 10 minutes. Customer reports after exercising she received result of hi on the advantage system and 90 mg/dl on a professional's meter within 10 minutes. No high or low blood glocuse symptoms reported with these results. No actions taken based on device results.no quality controls were run. No adverse event repoted. Requested return of suspect device and replacement was sent.